Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced due to a product performance issue. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced due to high shock impedance and because the s-ICD was at the elective replacement indicator (eri). No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced due to a product performance issue. No additional adverse patient effects were reported.